Manufacturer narrative:
The device was received for evaluation. During functional testing, the device turned off without touching. A review of the event history log revealed ¿improper shutdown¿. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without touching. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.